Manufacturer narrative:
Upon receipt, the device interrogation confirmed the battery status eri. The ICD was implanted for 56 months and 31 charging cycles were recorded to the device memory. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached and the charging time was as expected. In a next step, the current consumption of the ICD was analyzed and found to be normal and as expected. However, an inconsistency of current consumption and battery voltage was noted. Therefore, the device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed the battery depletion. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The measurement of the battery voltage confirmed a depleted battery and the microcalorimetry analysis showed elevated heat dissipation. Therefore, the battery was opened for destructive analysis. During the inspection of the inner assembly of the battery insulation damage within the battery was identified, which led to an elevated internal self depletion within the battery and therefore contributed to the clinical observation. In conclusion, an elevated internal self depletion within the battery was found to be the root cause for the clinical observation. Based on the analysis all therapy functions of the device were entirely available while the device was implanted and in service. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
This device was explanted and replaced due to eri. Due to the analysis report and an internal audit, this is reportable.